Event description:
The customer observed biased quality control results processed using vitros tdm performance verifiers and vitros phbr slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Pt samples were not processed for phbr while quality control was unacceptable. There was no report of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
The investigation identified a precision issue affecting multiple vitros immunorate assays following initial calibration of vitros phbr slide lot #2529-0047-1123. Ocd field service investigated and performed necessary adjustments to multiple subsystems of the vitros 5,1. Post-service vitros phbr quality control and precision was acceptable. The customer is currently monitoring phbr quality control performance and establishing quality control ranges for vitros phbr slide lot# 2529-0047-1123. The root cause of this event is instrument related.